Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x3) on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with epigastric incisional hernia and umbilical hernia thereby underwent laparoscopic repair with implant of ventralex st (device #1). Per operative notes, ¿the hernia defect in epigastric region was identified and dissected. A ventralex st mesh (device #1) was placed and sutured. A small hernia defect was identified in umbilical region and repaired with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device #2). Per operative notes, ¿a small hernia defect was identified and dissected. A ventralex st mesh (device #2) was placed and tacked.¿ (B)(6) 2019 - patient was diagnosed with recurrent epigastric hernia thereby underwent laparoscopic repair with implant of ventralex st mesh (device #3). Per operative notes, ¿the hernia recurrence in epigastric region was identified and dissected. The mesh above the umbilicus looks intact. A ventralex st mesh was placed and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). Additional emdrs were submitted to represent the two bard/davol ventralex st (device #1 & device #3). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2018) is considered to be a best estimate. This supplemental emdr represents the ventralex st (device #2). Additional supplemental emdrs were submitted to represent the two ventralex st (device #1 & device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #2). Additional emdrs were submitted to represent the two bard/davol ventralex st (device #1 & device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch (x3) on (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.